Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03764. It was reported the pt is experiencing heating at his scs ipg pocket site while charging. The pt was advised to stop charging upon experiencing any type of warmth and to notify a sjm representative if the issue recurs. It was also reported the pt has lost a significant amount of weight since implant. Follow-up identified the issue resolved with the pt reducing charing time. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.